Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of irido- corneal angles. Lens was repositioned. The lens was implanted, removed, and replaced intraoperatively with a shorter length and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6: health effect- clinical code (e): 4581- significant reduction of iridocorneal angles. Claim#: (B)(4).